Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer reported that the pump is over and under delivering insulin. The customer was at 100 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was high, bolused, and then went low. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed displacement accuracy test. No over delivery or under delivery anomalies noted. The device was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. The device was unable to download due to multiple alarms in history screen. The device alarmed due to corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No over delivery or under delivery anomalies noted. Device was tested with a water fill reservoir. Device left on status screen matched properly with units left on test reservoir. Device was unable to download due to multiple displayable history crc check failed on startup alarms in history screen. Displayable history crc check failed on startup alarms are due to corrupted history file. No cosmetic damage noted.